Event description:
Went to start the patients IV with a 20 gauge IV, and as I was prepping the IV site and getting things ready I lifted the IV out of the package and the plastic tubing fell off of the catheter.